Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had torsades followed by ventricular tachycardia (vt). The patient was shocked and support continued. Reportable due to patient harm.